Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the cannon ii plus was inserted within the last four months into the left femoral vein. The pt previously had a fistula in his arm, but they could not generate adequate flow through it due to the superior vena obstruction; neither can the subclavian or jugular access routes be used for the same reason. The nursing staff notified the doctor that they could not dialyse the pt because the venous port "collapsed" and looked like an aneurism. Dialysis was postponed until today. As a result, the hub was successfully replaced and the pt was to be dialysed. There was a delay however, there was no death or complications to the pt as a result of this occurrence.